Event description:
It was reported that the patients mattress was found to be deflated between 2-4am. Mattress was connected to the electric supply; however, no lights were apparent in the pump. Mattress replaced immediately and sent for repair. A full report requested on failure - 3rd party service provider (not arjohuntleigh). Patient developed a category 2 pressure ulcer to sacrum.